Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of hematoma, pseudoaneurysm and hemorrhage are listed in the electronic starclose instructions for use (IFU) as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hematoma, pseudoaneurysm and hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient deaths and devices reported in the pmcf are captured under separate medwatch reports. B3 - date of event: estimated d4 - the UDI is not known as the part and lot number were not provided. Literature: article titled: post market clinical follow-up evaluation report vascular closure devices.

Event description:
This is filed to report adverse patient effects other than death and device malfunctions. It was reported through a post market clinical follow up (pmcf) evaluation report identifying the starclose se vessel closure device that may be related to the following adverse patient effects: death, hematoma, pseudoaneurysm, access site bleeding, with medication administration, blood transfusion and surgical intervention performed as treatment. Details are listed in the article, titled post-market clinical follow-up evaluation report vascular closure devices